Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient was hospitalized for 10 days due to peritonitis. On an unreported date, the pd catheter was removed and the patient was transferred to hemodialysis. The cause of the event, treatment, and patient outcome were not reported. No additional information is available.